Event description:
It was reported that during an implant attempt, the superior vena cava set screw on the device was not able to be engaged with the wrench. It was also reported that the set screw appeared to be sideways in the header. A different device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was loose/detached.